Event description:
The device was returned for service. During service by baxter, a failure code 810:04 was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation was completed and the reported condition of the failure code 810:04, due to an uncalibrated air sensor, was confirmed. The baxter technician recalibrated the pump head module air sensor and tested the device.